Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate plus profile prostheses (catalog #: 3502475, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. The implants were inadvertently discarded upon explantation and are not available for device evaluation.